Event description:
It was reported after a transcarotid artery revascularization (tcar) procedure, the arterial sheath was likely was alleged to have caught on the posterior wall of the common carotid artery upon insertion. The final imaging demonstrated a small dissection at the sheath insertion site in the common carotid artery. The physician resolved the dissection event by performing a small cut down, removing the sheath, and placing 2 tac sutures. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.